Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0l6dy, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. Device codes apply to the lead and apply to the ins. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor issues. At an appointment for a programming session with the patient¿s rep the patient reported issues with their device, they thought the battery was dead, and complained that they could feel the battery moving in the patient¿s back on a daily basis. The rep was unable to test the battery life or impedance due to the dead battery. Lead testing was planned to be completed during the battery replacement. During the operation they found that the lead was broken from the battery. The lead was coiled from the battery rotating and moving in the pocket which caused the lead to break. The battery and lead were replaced but would not be returned due to the customer refusing. The issue was resolved at the time of the report and the patient was noted to be alive with no injury. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.